Event description:
The customer contact reported that the device was not calibrated properly. Additionally, the customer contact stated that "the pump was showing 6ml and the syringe would only hold 3ml". Specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.